Event description:
The following occurred. The instrument was fired and removed then upon removal resistance was encountered. With a proctoscope, the staple line was noted to be intact, but donut was still in lumen of colon due to an incomplete cut. Small colotomy was made to remove the incomplete donut. Or time increased by 10 minutes. Procedure: ileo and j-pouch